Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The issue was determined to be user error. The product is working as designed and intended.

Event description:
The customer reported that a patient was treated using another patient's plan. Based on the available information there has been an actual mistreatment.